Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: missing analysis conclusion. The reported complaint of loss of rf communication was confirmed. Based on the information provided, it was determined that on (B)(6) 2024 rf communication was disabled due to the device reaching end of service. From nov 11,2024 to jan 24, 2024, no cause was found to the loss of communication from the patient device and merlin@home station.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was in stable condition.